Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from re-occuring wound healing issues, which could not be resolved with a skin-flap revision sugery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device having caused or contributed to the observed infection. Further information on the device explantation report form states that the electrode array was fully outside of cochlea at explantation. This is a final report.

Event description:
A subtotal petrosectomy was done during the implantation surgery on february 2020. After some weeks the skin incision was still not healed. The local programmer reported that they waited some time to see if the skin incision will be closed but after several weeks there was a dehiscence in the skin incision and some otorrhea in the area. A new skin closure was done, but still the superior dehiscence persisted and there was an extrusion of the electrode array. Then, it was proposed the closure of the incision in the operating theater with muscle-skin flap which was done 15 days prior to the explantation surgery. Despite all intervention the user had to be explanted in (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A subtotal petrosectomy was done during the implantation surgery on (B)(6) 2020. After some weeks the skin incision was still not healed. The local programmer reported that they waited some time to see if the skin incision will be closed but after several weeks there was a dehiscence in the skin incision and some otorrea in the area. A new skin closure was done, but still the superior dehiscence persisted and there was an extrusion of the electrode array. Then, it was proposed the closure of the incision in the operating theater with muscle-skin flap which was done 15 days prior to the explantation surgery. Despite this intervention the device still had to be explanted.